Event description:
Customer reportedly obtained results of 509mg/dl, 322mg/dl, and 177mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. Customer also reportedly obtained results of "hi" (>600mg/dl) and 177mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Info suggests comparison was performed in the home. Advantage test system: strip lot 549617, exp 4/30/08, cat/3000141.